Event description:
It was reported that on (B)(6) 2023, a 27mm epic valve was selected for implanted in a patient with severe dyspnea with limited exertion, dense mitral annular calcification and severe calcific mitral stenosis. The patient was heparinized completely and the act was confirmed to be over 400. The 27mm epic valve was implanted in a supraannular fashion. A concomitant procedure was performed using a 40mm non abbott device to occluded the left atrial appendage. The patient was weaned off cardiopulmonary bypass without difficulty. Repeat transesophageal echocardiogram showed well functioning prosthesis, no paravalvular leak and no change in the left ventricle function. There was minimal gradient across the bioprosthetic valve. The procedure was tolerated well and the patient was transferred into the intensive care unit in critical but stable condition. The patient experience confusion and agitation for two days post operatively. The patient was moving all extremities on command and heart rhythm was sinus rhythm with atrioventricular block. On post operative day three, the patient experienced supraventricular tachycardia and was started on an amiodarone drip. Patient was seen by psychiatry and was started on zyprexa, which showed mild improvement with the patient's confusion. The patient was discharged on (B)(6) 2023. On (B)(6) 2023, the patient returned to the hospital due to complaints of fatigue and back pain. Patient had ongoing abdominal pain since surgery with lower back pain radiating to the front. A full work up and echocardiography determined that there was a thickening or an unusual finding on one of the valve's leaflets. There was no treatment reported due to this event.

Manufacturer narrative:
An event of confusion, agitation, atrioventricular block, supraventricular tachycardia, fatigue and back pain was reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm epic valve was successfully implanted in a patient. On (B)(6) 2023, the patient returned to the hospital due to complaints of fatigue and back pain. A full work up and echocardiography determined that there was a thickening or an unusual finding on one of the valve's leaflets. There was no treatment reported due to this event. No patient consequences were reported.